Event description:
It was reported that the seat won't hold weight due to a broken/damaged seat section assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.